Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. Most likely it is due to insp block - o2 dosing valve faulty. Issue resolved after swapping the o2 valve, followed by a complete calibration.

Manufacturer narrative:
Vyaire file identification: (B)(4). 81 others: the suspect device has not been returned for evaluation. However, customer tried swapping the o2 dosing valve and error still persists. Instructed customer to do all calibrations and send logs for investigation. No logs received. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us had technical failure alarm 379. No o2 dosing possible. Furthermore, there was no patient associated with the event.